Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00752.

Event description:
Allegedly the patient was revised due to pain, discomfort, and other symptoms.